Event description:
It was reported that, during the implant procedure of an implantable pulse generator (ipg) system, the patient, "took turn for worst." It was also reported that the patient never fully regained consciousness post-implantation, with a daily deterioration in alertness, poor brain activity, agitation, changes in facial appearance, melena and moribund. The ipg system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.